Event description:
While transferring resident to wheelchair electronic lift malfunctioned and would not lower properly. Pt assisted back to bed when lift bar came down to her knees. Had purple area 1" long on left top thigh. Ice pack applied.